Manufacturer narrative:
Event summary: the lead was returned in segments, analyzed and analysis was performed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated there was apparent explant damage. The lead was destructively analyzed in an attempt to find the source of the electrical complaints. No anomalies were noted that could be attributed to the complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high impedance, high thresholds, and noise observed in the right ventricular lead. It was further reported that a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.